Manufacturer narrative:
Date of event: unknown. Investigation summary: no product or photo was returned by the customer. The customer complaint of tubing defective/damaged could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Initial reporter phone #: (B)(6). Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that the bd mfs141 bd extension set, flow regulator, slide clamp experienced defective issue. The following information was provided by the initial reporter: they have been defective.